Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on (B)(6) 2023. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a stryker neptune e-sep device. It was stated that the device was being used during a surgery for colon cancer that was performed on (B)(6) 2023. The report stated, ¿the cautery pencil was turning on and running continuously during the procedure. The pencil holster was available on the field throughout the procedure. The generator, grounding pad and pencil were replaced. Following the procedure, the surgical drape was removed to reveal 2 superficial burns/discolorations from the electrocautery pencil on the right side of the abdomen near the surgical incision. The attending surgeon applied liquiband adhesive to the affected sites. The holster for the electrocautery pencil was not used consistently during the procedure.¿. There was no report of hospitalization for the patient. The 410-2100, surefit dual foil with 15ft cord (100/cs), manufactured by conmed corporation, was used during the procedure; however, there was no report of malfunction of this device. This report is being raised due to the reported injury of burn to patient by another manufacturer¿s device and conmed corporation device being concomitant in the procedure.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) on 24nov23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a stryker neptune e-sep device. It was stated that the device was being used during a surgery for colon cancer that was performed on (B)(6) 2023. The report stated, ¿the cautery pencil was turning on and running continuously during the procedure. The pencil holster was available on the field throughout the procedure. The generator, grounding pad and pencil were replaced. Following the procedure, the surgical drape was removed to reveal 2 superficial burns/discolorations from the electrocautery pencil on the right side of the abdomen near the surgical incision. The attending surgeon applied liquiband adhesive to the affected sites. The holster for the electrocautery pencil was not used consistently during the procedure." There was no report of hospitalization for the patient. The 410-2100, surefit dual foil with 15ft cord (100/cs), manufactured by conmed corporation, was used during the procedure; however, there was no report of malfunction of this device. This report is being raised due to the reported injury of burn to patient by another manufacturer¿s device and conmed corporation device being concomitant in the procedure.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. 4. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor for trends through the complaint system to assure patient safety.